Manufacturer narrative:
Additional information was added: the lot was manufactured from september 13, 2019 - september 14, 2019. The actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem; no signs of abnormality were found. The reported condition was verified. The exact cause of the condition could not be determined, however probable cause is due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in february of 2020. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor "exploded" during filling. The device was filled with 100ml volume; 25ml glucose 5% and 75ml fluracedyl. There was no patient involvement. No additional information is available.